Event description:
It was reported that the system 9800 produced poor quality images and would not operate in fluoro mode. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x ray tube was defective and in need of replacement. The in house bio med department will make the repair. No further problems are anticipated once replacement and calibration is completed.